Event description:
It was reported that during an inventory count, a compromised sterile package barrier was noted. It was noted at the customer's warehouse that the sterile barrier was altered on the inner packaging. There was no patient involvement in the event.

Manufacturer narrative:
Device evaluated by manufacturer: the advancer box was not returned with the complaint advancer unit and pouch. The advancer unit was returned to site with the outer packaging and with the inner tray seal opened fully. Product analysis of the returned device shows signs that the outer pouch and tray seal was sealed during manufacturing. Product analysis confirmed the returned device was removed from the box package, and the outer package along with the seal tray was fully opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).